Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a watchman delivery system (wds) with the implant in the sheath and blood in the device. There was unknown tubing attached to the stopcock. The implant, sheath, hub, core wire and tip were microscopically and visually inspected. Inspection found numerous kinks in the sheath. The tip had damage consisting of flared tri-cuts, and abrasions on the inside of the sheath tip. The implant had anchor damage. The observed tip damage and anchor damage is consistent with deploying and recapturing the implant and then redeploying in the anatomy. There was no other damage or defect found on the remainder of the device. Media review: a photo attached to the complaint record was reviewed by a bsc quality engineer. The photo depicts the wds sheath buckled distal to the white snapping feature. This damage was not identified during analysis, thus, the reported event could not be confirmed.

Event description:
It was reported that delivery system damage occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The closure device was attempted to be implanted, but this was unsuccessful due to difficult anatomy and the closure device not meeting release criteria. The procedure was then aborted due to safety concerns expressed by the physician. The closure device was recaptured one time and the wds was removed from the patient. The closure device was recaptured two to three more times outside of the patient, and the proximal end of the wds outside of the patient was seen to be folded. No patient complications were reported. It was further noted that the damage captured in the provided images indicate a buckling of the hub area as opposed to a kink specifically.

Event description:
It was reported that a delivery system kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The closure device was attempted to be implanted, but this was unsuccessful due to difficult anatomy and the closure device not meeting release criteria. The procedure was then aborted due to safety concerns expressed by the physician. The closure device was recaptured one time and the wds was removed from the patient. The closure device was recaptured two to three more times outside of the patient, and the proximal end of the wds outside of the patient was seen to be folded. No patient complications were reported.